Event description:
The facility representative reported a colleague infusion pump that will not turn on. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be a user interface module printed circuit board issue. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that would not turn on was confirmed and reproduced during product evaluation. This condition was due to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition.